Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope's injector needle was slightly out when the injector was pulled into the scope. The event occurred during a therapeutic colonoscopy. There was no delay and the procedure was completed with the same device. There were no reports of patient harm.